Manufacturer narrative:
D1: brand name is corrected. H6: evaluation result codes (fdr codes) were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device seems to be seized and the burs do not fit properly inside. At the time of the report, there was no patient impact. Additional information received indicated that detached distal bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the device being seized and the burrs not fitting prope rly inside was confirmed. The likely cause of the failure was the distal bearing being detached which causes failure on the functionality. However, it was also noted that the the tube was bent and seized. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.